Event description:
Patient was revised to address pin backing out of ulnar component, osteolysis, and poly wear. Cement/bone loosening was also reported; however, the manufacturer of the cement used at the time of implantation is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned; provided x-rays confirmed the complaint. A previous investigation was conducted for a similar event and found the ulnar bearing component to have a minimal chamfer that may lead to premature polyethylene wear at certain contact points. The premature wear causes the polyethylene to fail, which may lead to the potential for the locking pin to disassociate from the elbow assembly. A voluntary recall for the ulnar bearing components was initiated in november of 2005. In addition, a business decision was made to no longer market the elbow. A voluntary market withdrawal was also initiated for the other product codes of the acclaim elbow assembly. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.